Event description:
It was reported that a patient¿s pico pump stopped working on day 5 post-op and all of the warning lights were lit up solid. There was no back-up and the lot number is not available. It is unknown how the problem was solved. No patient harm was reported.